Event description:
The customer alleged they received questionable triglycerides (trig) results on their c501 analyzer. The customer alleged they received five questionable results, but was only able to provide data for three patients with discrepant results the first patient had an initial trig result of 256.3 mg/dl. The customer stated the result was reported to the patient, and the physician requested that the samples be repeated. On (B)(6) 2012, the sample was repeated and the result was 93.4 mg/dl. On (B)(6) 2012, the second patient, a (B)(6) male, had an initial trig result of 234.6 mg/dl. The customer stated the result was reported to the patient, and the physician requested that the samples be repeated. On (B)(6) 2012, the repeat result was 156.4 mg/dl. On (B)(6) 2012, the third patient had an initial trig result of 586.9 mg/dl. The repeat result was 373.9 mg/dl. It was unknown if the discrepant result was reported outside the laboratory. There were no reports of any adverse events. The trig reagent lot number was 661152 and the expiration date was not provided. The field service representative checked the sample and reagent probes and the rinse arm. No other tests were affected that were noted by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occured in (B)(6).

Manufacturer narrative:
New information was received indicated the date should be (B)(4) 2012. The physicians requested repeat testing after the initial results did not match the patients' clinical pictures. The discrepant result for the third patient was not reported outside the laboratory.

Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control data was fine. There was no issue with reagent performance, any hardware malfunction, or reagent carry over observed. The alarm trace showed the customer was receiving sample clot alarms every day. Based upon the information provided for investigation, the most probable cause of the issue is preanalytical sample handling.